Event description:
It was reported that the component, ordered to be custom manufactured as a left with lateral build-up, was incorrectly manufactured with a medial build-up and laser-etched as a right component.